Event description:
It was reported to philips that the system had an image storage problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the reported issue. Remote diagnostics determined that the frontal image processing pc (ip-pc) memory 2 had failed. The system was reporting that corrupted images were received from image detection and fluro storage was not possible due to an image disk problem. The rse recommended onsite service. A philips field service engineer (fse) inspected the ip-pc onsite and attempted to recreate the image process but was unsuccessful. Troubleshooting determined that the operating system (os) disk for the ip-pc was not working. The fse reconnected the os disk, cleaned the system's raw memory, downloaded the os and the applications and recreated the image process before restarting the device. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.